Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, and h11. The device was returned to olympus for inspection and the reported failures were not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: objective lens adhesive section peeled off. Based on the results of the investigation, a probable root cause for the customer's allegations could not be identified. Regarding the adhesive peel off around the objective lens, the most probable cause is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope exhibit no ultrasonic output during inspection for use. There was no patient involvement.